Event description:
It was reported that about six weeks post-implant, there was no capture, no p-waves measurable, and elevated thresholds. The patient experienced light headedness and dizziness. The atrial lead was noted to be dislodged upon x-ray, hanging in the right atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2014. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however the outer insulation of the lead was extrinsically breached due to a cut, the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.